Event description:
Patient was given overdose of radiation to the brain stem on three consecutive days for cancer treatment. The overdose was a result of mechanical error -a treatment machine manufactured by varion- as well as technician error. As a result the pt died nearly 2 years later, with diminishing abilities and damaged body systems and function along the way. I believe a nys government office was made aware of this incident and did some sort of investigation... Perhaps this was the health dept for nys. Frequency: 3 days. Dates of use: three days in 2005. Diagnosis: as treatment for tongue cancer.